Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Intimal dissection and perforation are listed in the proglide instructions for use (IFU) as potential adverse events. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified right common femoral artery (rcfa) was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of the two proglides were successfully pre-placed in the rcfa. A 10f sheath was inserted and ended up sub-intimal with a kink in the sheath that was seen on fluoroscopy. Contrast "puffs" seen on the fluoroscopy showed that a perforation had occurred. The physician pressed on the area where the perforation was located and it looked to be higher in the common femoral artery (cfa) by a couple of centimeters than where the sheath had entered the vessel (where the proglides were placed). The 10f sheath was removed. The sutures of the two proglide devices were attempted to be tightened down; however, when attempting to tighten the first suture, the suture pulled out of the vessel. The physician believed that the suture got caught on the 10f sheath when it was being removed. The suture of the second proglide were tightened down successfully and hemostasis was achieved with just that suture. A "run" was completed contralaterally from the left cfa and showed no further sign of perforation and the sutures of the one proglide had achieved hemostasis "nicely". Some manual compression was applied for a few minutes just as a safety measure. An ultrasound was performed to check for hematomas and there was no sign of any blood movement outside of the vessel. Another puncture was made more distal to the first puncture site in the rcfa. The sutures of two proglide devices were successfully pre-placed in the new puncture site. The tavi was completed and the sutures of the two proglide devices successfully achieved hemostasis. Upon completing a final run of groin (from contra-lateral side), it was noted that there was some narrowing near a dissection flap where the sheath had perforated the vessel. A covered stent was implanted to treat the dissection. The physician believed that it was the 10f sheath that had perforated the vessel, not the proglide devices; however, this could not be confirmed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided